Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarmed during rewind due to corroded on motor home switch. No moisture damage found on electronics assembly. Keypad button function properly, no button keypad reacting on its own noted. Unable to perform the bolus wizard testing due to constant motor error during rewind.

Event description:
It was reported that the customer had unexplained low blood glucose of 80 mg/dl. Caller stated that the insulin pump malfunctioned it delivered 1.5 units of insulin that they did not programmed. Nothing further was reported.